Event description:
Complainant alleged that during a routine shift check by a clinician the device's energy level defaults to 200 joules although different energy settings are selected. Complainant indicated that there was no pt involvement in the reported malfunction.